Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), metal essure coil embedded in the myometrium') and genital haemorrhage ('abnormal bleeding (general);') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included chronic cervicitis. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems ¿ reduced"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain pelvic"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), alopecia ("hair loss"), hyperthyroidism ("hyperthyroidism") and depression ("depression") and was found to have weight increased ("weight gain."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hyperthyroidism, migraine, nausea, allergy to metals, depression, vaginal discharge, weight increased and visual impairment outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperthyroidism, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: previously reported event injury was deleted and was updated with new events. Following events were added : abnormal bleeding (general), abnormal vaginal bleeding, menorrhagia, dental problems, dental problems, dyspareunia, dysmenorrhea, fatigue, no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.